Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00095. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from a customer biomed reporting touchscreen of a v60 ventilator was not responding correctly on the bottom of the screen. The device was not in clinical use. There was no report of patient/user harm. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) evaluated the unit along with the biomed technician and confirmed the issue. The customer biomed performed a touchscreen calibration and the touchscreen was verified as detecting touch as expected. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.